Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were deviated due leakage on water channel. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material. The events can be detected and prevented in accordance with the following instruction for use. Instruction for use states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Instruction for use states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects on the plastic distal end cover and jet tube of the colonovideoscope. There were no reports of patient involvement.